Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating cherries, with a highest blood glucose of 249 mg/dl and approximately one hour above range. The user managed the event with exercise and hydration, without using backup therapy. Symptoms included headache. Outcomes: no medical intervention, no ketone testing, and no assistance required. Investigation: troubleshooting and education were provided by support. Findings indicated no device malfunction and an event consistent with dietary carbohydrate impact. It was concluded that the event was user-related, with unclear cause regarding device contribution. The device has not been returned; if returned, it will be evaluated and a supplemental report will be filed.